Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22033449, medical device expiration date: 26-mar-2025, device manufacture date: 24-mar-2022. Medical device lot #: 22025049, medical device expiration date: 01-feb-2025, device manufacture date: 21-jan-2022. Medical device lot #: 22033267, medical device expiration date: 0-feb-2025, device manufacture date: 21-jan-2022. Medical device lot #: 22043144, medical device expiration date: 06-apr-2025, device manufacture date: 05-apr-2022. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced air in line. The following information was provided by the initial reporter: the tubing bubbles up when the solution flows through.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced air in line. The following information was provided by the initial reporter: the tubing bubbles up when the solution flows through.

Manufacturer narrative:
One sample (model #2420-0500) was returned by the customer. It was reported that the tubing bubbles up when the solution flows through. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2420-0500 and possible lot number 22043249 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 and possible lot number 22043245 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 and possible lot number 22043246 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 20apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 and possible lot number 22043247 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 and possible lot number 22043248 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.